Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. It is possible that the device was not inserted sufficiently into the artery to achieve blood return, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The angio-seal device was not used, and manual compression was applied for 0.2 hours for hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss less than 250cc's. The physician commented that it was unclear why any backflow of blood could not be observed. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. The degree of vascular tortuosity was moderate. The reported event did not result in patient injury or require surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury. No equipment or other devices were used with the involved angio-seal. The event occurred intra-operative.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.